Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found coring, tears, or cuts in the seal. No leak alleged or seen in the lab.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 -(B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device system was explanted on (B)(6) 2012 due to infection. The patient experienced erosion of the pump pocket with symptoms of drainage and incisional wound opening. The patient was hospitalized. The device system was used to deliver baclofen. The patient's status at the time of the report was no injury or adverse event. A follow-up report will be submitted if new information becomes available.